Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.